Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the pump was disconnected from the user and charging, the user bumped the pump off of the bed onto the floor. Reportedly, the user noticed insulin on the floor, the patient line appeared different, and there was a possibility of insulin leaking from the patient line. The user loaded a new cartridge and resumed insulin delivery. The user's blood glucose level was 168 mg/dl.